Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received a voluntary medwatch (mw5145214) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges lung nodules, asthma, and fatigue. Medical interventions of medications: wixela 250/50, fluticasone with 50 mg properties. And cetirizine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.